Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen was cracked and the contact did not know how the screen became cracked. Customer's blood glucose was 189 mg/dl. Reportedly, customer continued to use the pump for insulin therapy as the pump was still functional.